Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance. Noise was noted on stored events. The patient received anti-tachycardia pacing (atp) but no shock for noise and no pauses in rhythm. The noise could not be recreated. The lead was explanted and a new rv lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis shows that there is trilumen insulation damage and webbing damage along with polytetrafluoroethylene (ptfe) wear on all three conductors. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. The field allegation of out of range pacing impedance was most likely due to the insulation damage.